Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had turned off stimulation about 6 months ago and when they went to turn it back on, it "shocked the hell out of them". Caller inquired this is why they are concerned with turning stim off for airport security as well as getting it connected sometimes can be tricky until they get it all situated. Patient services redirected caller over to cardiac patient services for guidelines on airport security for the patient's pacemaker.